Event description:
"Patient scanned from masimo new thermometer read 97.0. Pt cold to touch, oral temp taken and read 93.7. Rectal temp read 94.7." "Forehead thermometer not working. Keeps reading 97.6 while pt has been running high fevers." Manufacturer response for thermometer, (brand not provided) (per site reporter) they are evaluating.